Event description:
An administrator reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for another iol due to poor vision and surgical induced astigmatism. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).